Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to wear of angle wire, bending angle in upper direction does not meet the standard value; nozzle has foreign objects; due to deformation of upward/downward knob, water tightness is lost; due to wear of angle wire, the play of up/down knob is out of the standard value; due to deformation on bending tube, angulation skips during angulation in up/down directions; adhesive on bending section cover or distal sheath rubber has a chip; due to clogging of nozzle, water removal ability does not meet the standard value; up/down knob has a scratch; forceps elevator knob has a scratch; forceps elevator lever has a scratch; adhesive around objective lens is peeled; adhesive around lens guide lens is peeled; distal end cover has a scratch; connecting tube has a scratch; scope cover unit has a scratch; scope connector has a scratch; protector of universal cord on scope connector side has a scratch; protector of universal cord on control section side has a scratch; universal cord has a scratch; image guide protector has a scratch; flexibility adjustment ring has a scratch; grip has a scratch; scopecover has a scratch; switch box has a scratch; switch1 has a scratch; control unit has discoloration; control unit has a scratch; right/left knob has a scratch; due to clogging of nozzle, and water removal ability does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, angle down. The issue was found at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle has foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.